Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while attempting to program the settings on the pt's system controller, a "command not accepted" message was received. The suspect system controller was exchanged as per the manufacturer's instructions for use. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During our testing, the system controller operated the test pump only while in the backup mode. The system controller could not run the pump while in the primary mode. Although commands could be entered on the system monitor display, the system controller was not accepting any commands and it was not possible to change the pump speed, download the log file or re-program the software. Upon visual inspection of the internal components of the system controller, it was discovered that multiple components within the main printed circuit board (pcb) were damaged. The main pcb was replaced and the system controller was found to function as intended. The root cause of the observed damage could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect pump function or performance. No further info is available. The manufacturer is closing its file on this event.